Event description:
Joint pain, scleroderma, superficial blood clots in my leg, hard to breathe or take a deep breath, posture changes, high blood pressure, tachycardia, extreme exhaustion, brain fog, memory loss, high anxiety, major depression, personality changes, skin color changes, hair loss, hard to lift right arm, started decline after implants. FDA safety report ID # (B)(4).